Event description:
It was reported the patient had no stimulation sensation. The patient got the device yesterday and it was not working. It was confirmed the stimulator was off. The patient said they were pressing the on button but they were getting a poor communication screen. Communication was not successful; the patient attempted several times but was not successful. The patient was unable to adjust stimulation. Patient was frustrated that they had a new device and it was already not working.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).